Event description:
Int¿l (B)(6) complaint rec¿d reporting leakage with dialysis set up of dialysis catheter/tubing blood lines and d1000 tego connectors. It was reported that ¿¿during the dialysis session with a catheter, after having taken out the heparin lock with a syringe, the slit of the tego cap didn¿t close properly: bleeding and brutal air inlet through the slit..¿ clinical consequences: massive hemorrhage risk. Gas embolism risk. Contamination risk because of a lack of water tightness. Protective measure: removal of the tego cap, replaced by a cap w/o valve... Tego leakage location identified as originating on the ¿top of the tego, at the slit.¿ there were no reported adverse pt consequences.

Manufacturer narrative:
Mfrs investigation: device return: one (1) used d1000 tego connector was returned for analysis and investigation. Although requested the involved mating/access devices were not returned for testing and analysis with the tego connector. Visual inspection of the ¿as rec¿d¿ tego connector recorded component tear at the edge of the slit. Functional and performance testing to the applicable tego product specifications was conducted. The results recorded the returned d1000 connector failed leak testing. The engineering analysis report identified the source of the leakage was due to the tear in the corner of the tego slit. Add¿l evals: a review of the current molding, assembly processes and applicable tooling and equipment was conducted to determine if any fixtures, equipment or material handling conditions could potentially contribute to slit damage. The results did not identify any in-process contributing factors. ICU medical continuous improvement initiatives and engineering team resources have implemented heightened inspection of the applicable mfg processes and continue to monitor for any potential contributing factors. Conclusion: engineering testing and analysis replicated a leakage failure attributable to component damage on the one returned used d1000 tego connector. The exact cause(s) of the component damage/tear on the returned use d1000 tego connector cannot be determined. As the tego connector was in use for seven days the component damage most likely occurred as a result of usage/unintended force with mating and access devices.